Event description:
Used fixodent for about 2 yrs. Leg and hip pain went to dr., he had me 4 week, 2 times a week work-out at facility. Then 2 shots in hip and no help. Dose or amount: denture cream, frequency: 1 daily, route: oral. Dates of use: 06 to now. Diagnosis or reason for use: denture cream. Event abated after use stopped: no.